Manufacturer narrative:
The device was returned to olympus for inspection, where the reported failure was confirmed. Upon evaluation, the supply pressure sensor was determined to be non-functional, with the cause attributed to a circuit failure. Based on the results of the investigation, the most probable cause is consistent with component failure ¿ specifically, an expected or random failure attributed to a circuit failure, with no identified design or manufacturing defect. Olympus will continue to monitor field performance for this device. Should additional relevant information become available, a supplemental report will be submitted. Date of event is unknown. Additional information will be provided if available.

Event description:
During device evaluation, the high flow insufflation unit was found to have a supply pressure sensor that was not functioning properly. No patient involvement was reported.